Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) rec'd four leads (from three separate lots) on (B)(6) 2012. It was reported the pt was unable to increase the amplitude of his stimulation. Diagnostic testing showed high impedance reading on all lead contracts for the pt's lead which covers his sacroiliac joint area. Allegedly, reprogramming the pt's other three leads was able to provide adequate stimulation coverage. Surgical intervention will be undertaken to address the issue. No further info is available at this time.